Event description:
Allergan rep reported a mastectomy pt implanted with seri and tissue expander had right side breast redness with an infection. Pt was treated with antibiotics, but the redness and infection did not resolve. Physician decided to remove both the seri and tissue expander. Upon removal of the seri and tissue expander, more than 10cc of thick, cloudy fluid was removed from the pocket.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported events of redness and infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."